Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist. The customer noted the tubing was cracked. The customer replaced the tubing to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a leak in the reagent r1 probe on their au5800 clinical chemistry analyzer. As a result, there were six patient samples that had to be repeated, and results were amended for calcium (calc) and phosphorus (phos). The customer indicated there was a change in patient medication. Three patients received medications based on initial results. One patient stopped receiving medication based on repeat result. The specific type of treatment was not provided. There was no report of any death associated with this event. The customer did not provide patient demographics. The customer provided the results for the six patients including the ones who were treated. Event (B)(4) documents the change in treatment for patient 4.